Manufacturer narrative:
The reactivity of the n antigen was confirmed on crrs (I & ii), lot w151. Rbc manufacturing reviewed the donor history. Blood from this donor has been used for manufacturing for 20 years. The donor n typing was confirmed at each donation. The customer did not submit return product or samples for further serological investigation.

Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen I and ii on the galileo. The patient was found to have an anti-n.